Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant. Prior to device implantation, the landing zone was sized via transesophageal echocardiogram (tee) to be a minimum of 13mm and a maximum of 16mm. It was initially intended to use a 20mm device, but the landing zone was resized in right anterior oblique caudal (rao caud) view to be 24mm. When the 25mm device was deployed, the user had to pull the disc into a football shape to bring the disc on top of pulmonary vein (pv) ridge. The device disc was held for about 5 seconds on the pv ridge to allow for the disc to be properly adjusted for final placement. It was noted that the lobe was not able to be visualized in the 135-degree view. It was confirmed that the device was positioned well, and the close criteria were checked. The device was released from the delivery cable and the procedure was concluded. 28 hours post implant, it was determined that the device embolized. The patient was sent to cardiovascular operating room to emergently remove the device. The device was successfully removed from the patient's left ventricle. The patient was reported as intubated and still in the cardiovascular intensive care unit.

Manufacturer narrative:
An event of the device embolizing/migrating was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the cause of the device embolism was believed to be as a result of the device being too big. Based on the information received the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.